Event description:
The pt was admitted for a procedure in 2009, with a lesion in the left common iliac artery. The balloon on a palmaz genesis stent burst at 8 atm. The procedure was completed with another stent. There was no pt injury.

Manufacturer narrative:
Additional info will be submitted upon 30 days of receipt.